Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported wearing a binder over top of the equipment. The irritation was described as sores and open wounds under the breast area. There was no alleged device malfunction contributing to the irritation. The patient's cancer doctor advised to remove the device until the open wounds heal. Follow up indicated the irritation improved with the use of neosporin and medicated powder. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported wearing a binder over top of the equipment. The irritation was described as sores and open wounds under the breast area. There was no alleged device malfunction contributing to the irritation. The patient's cancer doctor advised to remove the device until the open wounds heal. Follow up indicated the irritation improved with the use of neosporin and medicated powder.